Event description:
The customer reported a fetal death while monitoring with an avalon fm50 fetal monitor. The customer requested that an audible inop for the coincidence detection alerts be introduced.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtains more information concerning this event.